Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2021. Product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (40mg/ml at 1.930mg/day) and bupivacaine (9mg/ml at 0.4343mg/day) via an implantable pump for unknown indications for use. It was reported that during the patient's regularly scheduled pump replacement procedure for normal battery depletion, the healthcare provider (hcp) was unable to aspirate from the catheter access port and had no cerebrospinal fluid flow. The cause of this was undetermined. The hcp cut the catheter at the pump segment and towards the spinal segment but no flow was observed so the catheter was replaced. The issue was resolved and the devices were discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.